Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, the surgeon reported sparks from the aquamantys device tips. There was no unintended tissue damage or injury to the patient.